Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#(B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed the recharger cable insulation was peeling away at donut end and wires exposed and was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the recharger has been intermittently connecting to ins, gets warm at the cord/paddle connection as well as the black box and controller has shown rm03 message. Caller stated that controller wouldn't connect to the ins at all in the office today so it is likely completely depleted. Troubleshooting was not required. The issue was not resolved through troubleshooting. An email was sent to the repair department. Caller was redirected to patient services once they received replacement recharger as they will likely need to walk through passive recharge mode process. The patient called back stating that they received the recharger (rtm) replacement and called for assistance getting the ins recharged. Pt was on the setup screen (3), patient services walked the pt through setting up the controller, pt then saw screen 63 "unfamiliar device found", and pushed recharge. Pt then had recharging excellent. Pt's ins battery was low with a triangle on it and when they exited the battery screen, pt saw screen 81 "the ins is dep leted". It was reviewed to allow the ins to fully recharge and then pt would be able to turn stim back on and to call back for further assistance if needed. No symptoms were reported.